Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the reset process, after which the error code did not reappear. There was no additional information received regarding the outcome of the event.